Manufacturer narrative:
(B)(4). Investigation summary : the device associated with this report was returned for analysis. Visual examination could not confirm the device was cracked, however, a portion of the material on the outer perimeter of the trial was found broke off. The broken fragment was not returned for investigation. There are deep scratches/gouges on the exterior surface consistent with misuse and poor device maintenance. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the -3 endo trial was cracked when the surgeon used a mallet to remove it from the stem after trialing. No patient harm and no delay.